Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was heavily calcified and mildly tortuous. The lesion was predilated with a semi-compliant balloon catheter and an attempt was made to cross with a 4.0x15 mm xience v stent delivery system (sds); however, the sds failed to cross the lesion and became stuck in the vessel and when force was applied in the attempt to cross the proximal shaft of the sds separated. The sds was removed and a non-abbott sds was used to complete the case. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.